Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 406 mg/dl. Customer reported the alarm was resolved with a complete set change. The device did not alarm during manual after set change. Troubleshooting was not performed due to set change, unable to determine root cause of the issue. Customer was at work and was unable to perform high pressure test. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-36790.